Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from her/his adc freestyle libre sensor than a reading received at a laboratory. It was further reported that on (B)(6) 2018 customer received a reading of 200 mg/dl from the sensor which was compared to a lab result of 458 mg/dl. It is unknown how much time may have elapsed between these results. Customer self-presented to a healthcare provider and an ambulance was called. Customer was transported to a hospital, diagnosed with hyperglycemia and treated with insulin and electrolytes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor plug was fully seated. Removed and inspected the sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a lower reading from her/his adc freestyle libre sensor than a reading received at a laboratory. It was further reported that on (B)(6) 2018 customer received a reading of 200 mg/dl from the sensor which was compared to a lab result of 458 mg/dl. It is unknown how much time may have elapsed between these results. Customer self-presented to a healthcare provider and an ambulance was called. Customer was transported to a hospital, diagnosed with hyperglycemia and treated with insulin and electrolytes. There was no report of death or permanent injury associated with this event.